Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported false negative reactions in the anti-b microtube to the mts a/b group gel card lot# 030513057-02 when testing a donor unit labeled as "b pos" on board the provue and by the manual gel method. Customer confirmed that the donor center where the unit of blood originated perform their abo testing by traditional tube using immucor reagents. Customer reported testing the unit on board the provue (batch # 4140) and the provue issued a blood group as type "o" for unit# w066513654661. Customer reported retesting the unit on board the provue (batch #4143) against the mts a,b gel cards, lot #052013038-01, and no reactivity was noted and provue marked this result as negative. (Refer to complaint# 1518076). Customer then tested the same donor against the 2 listed lot# of the mts gel cards by the manual gel method and reported all results were consistent with the provue results. No reactivity noted to the anti-b well to the mts a/b gel cards or the microtube of the mts a,b gel cards. Customer tested the same donor against the ortho tube antisera anti-b lot# bbb788a and reports the observation of a 2+ reaction. Customer tested the same donor against the ortho tube antisera a,b lot# abb658 and reports a 4+ reaction. Customer confirmed that all listed ocd reagents and gel cards have been stored according to their IFU indications and have normal appearance. No discrepancies reported with the quality control of the listed ocd reagents on the provue or by manual gel testing. Cts referred the customer to the IFU for the mts a/b gel cards and discussed the limitation listed, "some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. The use of the mts monoclonal anti-a,b card may better detect these weak antigens" in addition to the listed specific performance characteristics listed, "some weak subgroups of the a or b antigen will not be detected by gel cards containing monoclonal anti-a, anti-b and anti-a,b gel. Mts has tested some weak b antigens that gave negative results with monoclonal anti-b gel." Customer indicated their understanding and confidence that there was no product defect or failure. Customer will not be sending a sample back for further investigation.